Event description:
Baxa was notified in 2008 that a tpn bag contained a higher-than-desired glucose level. The tpn infusion was stopped after partial infusion and the pt was administered an insulin drip. It is not known what symptoms the pt exhibited that required the infusion to be stopped. Lab results indicated that the subject bag had elevated glucose levels. It was reported that no apparent long-term injury or illness resulted from this issue. The pt remains in stable condition as of the following month.

Manufacturer narrative:
Results of eval: the database revealed that his facility is not utilizing the security options within the direct-entry software. Barcode verification and co-signature verifications were deactivated. The mixcheck report that is created at the completion of bag runs and displays such things as: final bag weight, expected bag weight, ordered volumes of solutions, etc was also deactivated. The black box data was evaluated by baxa technical support. The eval showed that the subject solution was entered and compounded a total of three times. The first two runs indicate that the total compounded volumes were not within +/-3% of the ordered volume (actual % difference: -3.19 and -3.46). The third run indicates that the total compounded volume was within +/-3% of the ordered volume (actual % difference: -0.76%). Baxa instructs users to discard bags that are not within +/-3% of the ordered volume. The status of which bag was released to the pt is unk. However, each order contained a total of 100 ml dextrose 50%. A site visit was conducted at the hospital inpatient pharmacy for two days in 2008 by a baxa associate. During the site visit, the customer stated that they had performed their own internal investigation into the cause of this issue. According to the customer, the new technician that was operating the pump on the day of the event was manually holding the slide plate and valve assembly on the pump and inadvertently caused the valve assembly to dislodge from the valve controller on the pump while the dextrose 50% ingredient was running. With the valve assembly dislodged from the valve controller, the port for dextrose 50% remained open while all the subsequent ingredients were pumped. This caused the dextrose 50% ingredient to significantly over deliver into the subject bag. During the site visit, a system check was performed on the pump and all functional testing revealed that the exacta-mix 600 universal pump is performing as designed. Additionally, the barcode verification and co-signature verifications were enabled to utilize the security features of the exacta-mix 600 universal pump and direct-entry software. The staff was trained to these security features and the pharmacist was trained to double check the valve installation during the verification. The technicians were trained to give the valve assembly the "pull test" after it is installed onto the valve controller. Based on an eval of the documentation associated with this event, it is concluded that the higher-than-desired glucose levels in the subject bag was the result of the user inadvertently dislodging the valve assembly from the valve controller on the pump while the dextrose 50% ingredient was running. Investigation has confirmed that the exacta-mix 600 universal pump and direct-entry software performed as designed.